Manufacturer narrative:
The inulin pump passed prime test, displacement and basic occlusion test. The device was received stuck in motor error alarm loop during bolus delivery. The device had motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 133 mg/dl. Troubleshooting was performed. The device was returned for analysis.